Event description:
Same case as 6000093-2006-02475 and 6000093-2006-02476. It was reported by a consumer that approximately 265 days after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The reporter states that "silent mi" occurred in the patient prior to the implantation of three unspecified taxus express2 drug eluting stents (des). Plavix and aspirin therapy were discontinued 7 days prior to an upcoming colonoscopy procedure. The patient experienced myocardial infarction (mi) 265 days after the initial procedure (one day after the colonoscopy procedure. The reporter cites the physician's report as reading "100% stenosis at the site of prior stent and no flow." The reporter states "the mla was decreased to 70%. There was a 99% occlusion in the first left posterior lateral vessel." The reporter was told "a clot formed around the wire while off the plavix." The patient was resuscitated two times and transferred to the ICU. The patient received a "3 way by-pass graft in 2005." Further information has been requested, but none has been received as of the date of this report.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.